Event description:
It was reported the pt's scs system was displaying high impedance. Both of the pt's leads were found to have pulled out of the ipg header. During surgical intervention, the doctor attempted to reconnect the leads to the ipg. The doctor was unsuccessful due to the leads not advancing back into the header. As a result, the ipg was explanted and replaced. The leads were properly connected to the replacement ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.